Event description:
Baxter reported one incident of a blood leak with the psn 210 dialyzer. Incident occurred at the start of treatment and was noted by the baxter tina hemodialysis machine's blood leak alarm. Blood leak was confirmed visually in the dialysate near the arterial hansen. It was reported that the dialyzer was changed and approximately 30 minutes later, the pt experienced headache and shivering. The pt was administered "histaprin" 1 ampoule, IV. No clotting of the extracorporeal circuit was observed. It is reported that the pt has recovered and continues to dialyze without incident.